Event description:
In 2015, the patient underwent their third avr with a trifecta valve implanted inside a previously placed bentall root. Approximately two and a half years later, the patient developed aortic regurgitation and showed some evidence of infection, but no (B)(6) culture results. On (B)(6) 2018, the valve was explanted and the valve leaflet was observed to be torn. The dacron tube appeared to have detached around the mitral annulus. A redo bentall procedure was performed with a 25mm inspiris resilia valve implanted. The patient is reported to be stable and recovering.

Manufacturer narrative:
An event of regurgitation was reported. The reported tear was confirmed. No evidence of a continuous tear was present over stent post 3 into the base of leaflets 2 and 3. Leaflet 3 was fibrotically thickened. Leaflet 1 contained fibrous pannus ingrowth on the inflow surface. Prior to the valve's arrival at abbott leaflets 2 and 3 were previously resected to remove tissue, consistent with sections taken for histopathological examination. Leaflet 3 was folded/retracted at the tear site. No acute inflammation or significant calcifications were present. The cause of the tear remains unknown; however, there was marked fibrous thickening at the base of leaflet 3, which could potentially alter the distribution of stress along the base of the leaflet.